Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude on its r waves. At a later date, this s-ICD system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting as well as programming options. Subsequently, the associated electrode was explanted and a new electrode was implanted. This s-ICD remains in service. No additional adverse patient effects were reported.